Event description:
Our rep is reporting that a patient had an arthroscopic shoulder procedure; post operatively in the recovery room, the recovery staff noticed that the patient had sustained 3rd degree burns along the surface of their arm, the upper portion just below the shoulder. The facility is citing the vapr electrode as the possible source of this burn, they have discarded the complaint device. There are questions out of further detail.

Manufacturer narrative:
Mitek is, at this point in time, in the investigative mode. When all that can be had is had and evaluated, those results will be the subject matter of a follow-up report.